Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) same case as: 2134265-2013-02933. It was reported that subsequent to a stenting treatment procedure, cardio pulmonary arrest and death occurred. The patient presented due to silent ischemia on (B)(6) 2010 and was referred for cardiac catheterization . The target lesion was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 16 mm long with a reference vessel diameter of 3mm. The physician treated the lesion with rotational atherectomy followed by pre-dilatation and placement of 2 (3.00 x 20 mm and 3.00 x 8 mm) taxus liberte stents. Following post dilatation, residual stenosis was 0%. In (B)(6) 2013, the patient was diagnosed with cardio pulmonary arrest. The event led to patient death. No additional information available.